Event description:
It was reported that during an esophagectomy procedure, in the first device, the tissue pad was missing after about fifth actuation in about an hour and a half. The missing tissue pad was found on the floor, so it did not fall into the patient. In the second device, t the tissue pad was partially detached in about two hours. When the nurse touched the tissue pad, the tissue pad was detached off easily. The tissue pad was fit on the device by finger and the device kept being used to complete the case. No error code was displayed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Device a was returned with the tissue pad missing and the blade discolored. A possible cause for the blade discoloration is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As the tissue is no longer attached to the clamp arm, further evaluation could not be performed. Device b was returned with the tissue pad missing. The device was tested with a test handpiece and generator and the device did activate. As the tissue pad is no longer attached to the clamp arm, further functionally testing could not be performed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.